Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #4) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #4). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st (device #3).

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1 and device #2) on (B)(6) 2016 and (B)(6) 2017. It was alleged that the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #3 and device #4) on (B)(6) 2017 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the two (2) ventralex st (device #1 and device #2) and the two (2) ventralight st (device #3 and device #4). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient''.